Manufacturer narrative:
The insulin pump was received with blank display and had a constant tone due to moisture damage on the electronic assembly. Moisture damage was also found on the motor assembly. Unable to verify buttons anomaly due to blank display however, moisture damage was found on the keypad traces. The insulin pump had minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and missing the end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call of experiencing a constant tone of insulin pump. Customer removed battery and allowed pump to rest as instructed and called back to advise that issue was not resolved. Customer's blood glucose was 158 mg/dl. Customer was advised that insulin pump would need to be replaced.